Event description:
A patient fell to 80% saturation, but the department says that the alarm was not triggered on the central station. The device was in use on a patient. There was no report of patient or user harm. A follow-up report will be submitted upon completion of the investigation

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
H3 other text : customer did not respond to request.

Event description:
A complaint was received indicating that an alarm did not sound when the patient condition met the alarm parameters. The co2 alarm limits was set to 89 percent saturation and it was reported the patient fell to 80% saturation, but the service says that the alarm was not triggered at the central. Clinical usage was listed as unknown and there was no report of harm. The rse received the request from the site biomed that they needed technical assistance to understand if the alarm sounded at the pic. Gfe attempts were made to obtain the device logs and additional patient and product information. The customer was asked but answered that the information was unknown. The reported issue could not be confirmed. There was no additional information provided. The device was reported to have not behave as expected by the customer, but the customer would not provide any additional details. Because of this, we are considering this to be a malfunction of insufficient information / cause unknown. As the customer did not provide any additional details. The product disposition is not known. Based on the information available and results of additional analysis, no further action is necessary at this time.